Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that towards the end of the implantation procedure, the surgeon noted a thrombus in the pump outflow graft. The site further reported that the patient had inadvertently not been heparinized at this point. The surgeon decided to exchange the pump and outflow graft. It was last reported that the patient was "in the ICU with no problem". The device, (B)(4), was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files as log files were not available for analysis. Visual inspection of the returned pump did not reveal any abnormal wear of the impeller or pump housing surfaces. There were no dimensional or functional issues that may have caused or contributed to the reported event noticed during analysis of the returned unit. Pathology examination confirmed the reported thrombus found on the inferior impeller surface and lower housing. The most probable root cause of the thrombus formation may be attributed to the patient not being properly heparinized at the initiation of the implantation surgery, as reported by the treating facility. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
The pump was implanted and started. The surgeon then proceeded with the rest of the procedure. While preparing to close (five hours after the pump had been implanted), the surgeon noted a thrombus in the pump outflow graft. The site further reported that the patient had inadvertently not been heparinized at this point. The surgeon decided to exchange the pump and outflow graft (for (B)(4)). As of the date of this report, the patient remains in the intensive care unit (ICU) in stable condition with no further complications reported. According to the patient's surgeon, the event was unrelated to the heartware device and related to the lack of intra-operative heparinization.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.